Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to call back if the malfunction code reappeared and acknowledged this instruction, allowing them to continue using the pump.